Manufacturer narrative:
This report is submitted on august 29, 2019.

Event description:
Per the clinic, the patient experienced pain and performance decrement with device use; subsequently the device was explanted (date not reported).

Manufacturer narrative:
It was reported the patient experienced infection prior to explanting the device. This report is submitted 11 november 2019.

Manufacturer narrative:
This report is submitted december 23, 2019. - attachment: [150657 device analysis report reg.pdf].